Event description:
Reports pen needles do not work properly and he has been bruising after injections. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: doesn't apply.